Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that he was pushed into a swimming pool while wearing his insulin pump. Customer reported that condensation was visible under the display screen at the time of the call. Blood glucose level was 134 mg/dl. No further information was provided.

Manufacturer narrative:
The insulin pump had traces of moisture on the mother board, minor scratches on the display window and a cracked reservoir tube lip noted during the visual inspection.